Event description:
It was reported that the connect electrodes warning alarm triggered when the therapy cable was moved near the device connector. A failure of this connector may cause a failure of the defibrillator to charge. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.